Manufacturer narrative:
Device 6 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion set cannulas were bent which led to hyperglycemia. All events occurred (B)(6) 2024, exact number of events on each event date unknown. Insertion site was abdomen and upper thigh. Infusion set has been used for 24 hours. Patient stated they noticed symptoms 3 or more hours after insertion in all events but then reported that some of the infusion sets were changed within 15 minutes of inserting. Exact timelines unknown. The customer regularly rotated the site location. The customer confirmed that the introducer needle was ahead of the cannula prior to insertion. The customer resolved their issue by replacing infusion set and resumed deliveries in some events; in some events, customer stated they replaced infusion set but did not resume insulin deliveries before replacing it again. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.